Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
Information received from a consumer regarding an implantable neurostimulator (ins). The indication for use included spinal pain. The consumer reported that before the permanent device was put in they had to scrape bone off the patient's, and did something with screws, and it hadn't worked since. It was reported that the patient had their test device for 4-5 days and all their pain went away. It was stated that stimulation has been a waste, and that the trial worked but the permanent device was working. The consumer indicated the patient had a loss of stimulation relative to the trial, and the device was not helping. It was reported the patient could hardly walk and has to be pushed in a wheelchair. The patient was going to follow up with their health care provider. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.